Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a blank display and battery out limit on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to insert new aaa alkaline battery and the display returned. The customer was advised to monitor the insulin pump. The troubleshooting for battery outlimit was performed and the insulin pump is functioning as designed after a battery change. No further assistance was needed.